Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a sprinter legend balloon catheter to treat a moderately tortuous, severely calcified lesion with 95% stenosis in the mid lad. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was not inspected and negative prep was performed with no issues. The lesion was not pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used during delivery. There were no abnormalities in anatomy. It is reported that a balloon burst or leak occurred on the first inflation after 12 atm of pressure had been applied. The balloon burst while being expanded in the patient with heavy calcium. The device was being used to pre-dilate the lesion. The device was not moved or re-positioned prior to the burst. The device was replaced by another manufacturers product. No patient injury is reported.

Manufacturer narrative:
The physician thought that a pin hole occurred while he was inflating in a heavy calcified lesion. There was a gradual drop in pressure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.